Event description:
It was reported that, "stem inserter would not fully engage the stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.